Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited multiple high out of range shock impedance measurement of greater than 125 ohms. All other rv lead parameters were stable and within normal limits. At this time no cause has been determined and no intervention or changes have been made to the system. The device remains implanted and in service and there were no adverse patient effects reported.